Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient (B)(6) experienced loss of stimulation therapy from the drg system. Diagnostic testing showed high lead impedance for multiple lead contacts. X-ray taken showed a lead break outside the epidural space. The physician explanted and replaced the lead. Stimulation therapy was reportedly restored postoperative.